Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted. It was indicated that the customer would obtain long acting insulin and use manual injections for alternate insulin therapy.